Event description:
It was reported that the patient underwent recurrent umbilical incisional hernia repair on (B)(4) 2014 and mesh implanted pre-peritoneal. On (B)(6) 2014, the patient experienced tachycardia for five days with no action indicated. On (B)(6) 2014, the patient experienced tachypnea and chest x-ray revealed atelectasis. The patient refused respiratory therapy. On (B)(6) 2014 the patient experienced erythema, with no intervention indicated. The surgeon opines that inability to control the patient¿s pain contributed(B)(6) 2014, the patient experienced an abdominal wall infection and was hospitalized for 10 days for IV antibiotics and wound care. The patient has finished the discharge course of antibiotics and is healing appropriately. The patient continues to receive wound care outpatient. On (B)(6) 2014, the surgeon noted midline incision with small punctate wound, minimal drainage with granulation tissue at the periphery. The device remains implanted.

Manufacturer narrative:
It was reported that the device did not malfunction. The event outcome is documented as resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/28/2019. Additional narrative: the patient experienced abdominal wall infection requiring admission to an outside facility for treatment. The patient's post discharge course was complicated by the abdominal wall infection which required a hospitalization. The patient was admitted to the local hospital for 10 days for IV antibiotics and local wound care. The patient has recently finished her discharge course of antibiotics and is healing appropriately. The patient continues to receive every other day wound care by a wound care specialist. The infection began on (B)(6) 2014 and ended on (B)(6) 2014. This adverse event is possibly related to the product and definitely related to the procedure.